Manufacturer narrative:
Evaluation of the second returned velocity confirmed a fracture. This is likely the reported damage. Further evaluation revealed a kink proximal to the fracture. Due to lack of details on how the catheters were damaged, the root cause of the damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00338.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2023-00338 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, it was reported that two velocity''s were broken. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.